Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer report number 2916596-2021-03550. Manufacturer report number 2916596-2021-03595. It was reported that the patient experienced driveline fault alarms since 5:15am. A log file analysis captured driveline faults starting from (B)(6) 2021 at 04:47am, which continued for the remainder of the file. The alarm was cleared and did not return. A small slit in the outer silicone on the pump side of the driveline was noted by the healthcare providers. This slit was about an inch from the modular cable connection. A minor bend in the driveline in the same area as the slit was noted where there was a repeated angling to reach the driveline up to the anchor. There was also a small tear on the proximal side of the driveline. This was covered with rescue tape. The patient returned with a recurrence of the alarm and x-rays of the driveline were taken. The modular cable and system controller were exchanged as recommended. There were no alarms noted at the time of patient leaving the clinic. Submitted x-ray quality was poor so analysis could not be done of the photos.

Event description:
It was reported that no further driveline faults were captured after the modular cable and controller exchange. It was noted that the patient was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power fault alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded for review and a log file was submitted for review as well. The log files contained overlapping events spanning approximately 3 days (06jun2021 ¿ 07jun2021, 22jun2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. From (B)(6) 2021 at 04:47:51 - 12:43:35 and 14:01:18 until the driveline was disconnected at 14:59:55, there were multiple driveline power fault alarms. There were no other notable alarms in the log file. Pump operation was not affected. The heartmate iii system controller was tested and passed all stages of testing. The system controller was able to operate on a mock loop for an extended duration without issue. The root cause of the reported event was unable to be conclusively determined. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event,